Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17682951l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: stockert j70 rf generator. Us catalog #: s7037, serial (B)(4). Coolflow pump, us catalog #: unknown, serial#: unknown. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that after finishing the ablation, when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body, a clot was noticed stuck to the tip of the catheter. Temperature and impedance values were normal. Since this was a patient who was implanted with a crt-d and because it was an MRI non-compliant model, it was not possible to evaluate for cerebral embolism by MRI. Medication therapy was considered. It was also reported that when the esophageal temperature detection catheter was inserted, temperature abnormality occurred in the vicinity of the esophagus and the ablation was stopped each time. The procedure was completed without patient's consequence. Additional information was provided which confirmed that the material found attached to the tip of the catheter was coagulum. The patient did not exhibit any neurological symptoms since the procedure was completed. Anticoagulant was used but the type was unknown. The generator was set to power control mode. They had performed ablation at the left and right pulmonary veins. The procedure was point by point at 25 w on the left side wall and 30 w on the other. Since it was a long standing persistant atrial fibrillation, they added additional ablation on the roof and linear ablation of the back wall line. In addition, they also identified the site of extra-atrial contraction in the left atrio-septal area. Therefore, ablation was performed. The system did not present any error messages nor did the physician note any product problem. There were no issues related to irrigation flow on the catheter. Additional clarification is being requested on this event. However, no further information has been made available. The coagulum noted on the tip of the catheter was assessed as a reportable malfunction.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that after finishing the ablation, when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body, a clot was noticed stuck to the tip of the catheter. Temperature and impedance values were normal. It was also reported that when the esophageal temperature detection catheter was inserted, temperature abnormality occurred in the vicinity of the esophagus and the ablation was stopped each time. The procedure was completed without patient's consequence. The patient did not exhibit any neurological symptoms since the procedure was completed. There were no issues related to irrigation flow on the catheter. The system did not present any error messages nor did the physician note any product problem. The returned device was visually inspected and during the first visual inspection it was found clot on the catheter tip. However, during the analysis, the lab clarified that the material observed was char. No char was observed during the second visual inspection, this could be related to the decontamination process during the first inspection. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then a cool flow pump test was performed and the catheter passed specifications, the catheter was irrigating correctly. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, the catheter functionality was found within specifications, no issues were observed. Additionally, char is a physical phenomenon of radio frequency; it can be the normal result of the ablation process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The device was received in the condition reported as clot was found on the distal tip of the catheter. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Correction to the initial report submitted. Device evaluated by MFR was submitted as¿reason for non- evaluation: device evaluation anticipated, but not yet begun¿. However, corrected to ¿other¿. Therefore, added ¿method codes¿, ¿result codes¿ and ¿conclusion codes¿. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Additional clarification was received on the event on (B)(6) 2018. It was confirmed that there was no adverse event which occurred with this patient. The patient did not need medication therapy. There is no information on the overall time for ablation at the site of the issue. The last ablation cycle time at the site of the issue was 40 seconds. There is no information on the noted temperature, impedance and power. The esophageal catheter was used for monitoring esophageal temperature. It is not known if the carto 3 system indicated to re-zero the catheter. There is no information if the thermocool® smart touch® sf bi-directional navigation catheter was in close proximity to another catheter. It is not known if the catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. (B)(4).